Manufacturer narrative:
(B)(4). E1: full establishment name - (B)(6) hospital. The customer has not indicated whether the product will be zimmer biomet for investigation, and the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient had a stage-two revision right reverse total shoulder arthroplasty. Subsequently, the patient underwent open reduction internal fixation of the right humerus due to a periprosthetic fracture approximately three (3) months later. No medical records or additional information has been provided to further detail the event.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: proposed annex g code - mechanical (g04) - stem. The reported event is not confirmed. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. A review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.